Manufacturer narrative:
Brake cam.

Event description:
It was reported by service report that the drive link was worn and the brakes were not holding. No pt involvement or adverse consequences were reported.